Manufacturer narrative:
(B)(4). The patient disconnected from the set up without following proper disconnect procedure, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected for a moment, but did not follow proper procedure and when they got back, the device was alarming. The patient reconnected. The technical service representative (tsr) explained the alarm and the need for new supplies. The patient was to start therapy over. The tsr instructed to cycle the power on the device to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.